Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6, h10. Review of the reported event by a health care professional found: the human body consists of 4-5 liters of blood. Any type of blood loss has the potential to cause complication; however, it is usually the large, rapid blood loss during surgery or a trauma that will most likely cause complications. The amount of blood loss that may lead to intra and/or postoperative complications depends on the individual person and comorbidities, such as body mass index, gender, pre-operative hemoglobin level, medications, and/or the presence of certain health conditions, as well as duration of surgery. The anesthesia provider during the surgery maintains hemodynamic and fluid volume levels to ensure no further complications from blood loss arise. Blood loss effects are based on individual factors, treatment depends on the amount of blood loss, how quickly it was lost, and the individual's health state. An unexpected or excessive blood loss during surgery indicates an intraoperative complication or error occurred. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Insufficient information provided. Unable to perform a compatibility check. The root cause of the reported event was determined to be unrelated to the device. This device is used for treatment. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported through a journal article that one patient in the cemented group undergoing total knee arthroplasty experienced significant intraoperative blood loss and required postoperative transfusion of four units of packed red blood cells. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). B3: publication date. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown tibial component. Unknown femoral component. G2: foreign - event occurred in italy. G2: literature - vitale, u., matteo, a., ruosi, l., de dona, f., loppini, m., d¿amario, f. (2025). Similar clinical and survival outcomes between robotic-assisted cemented and cementless total knee arthroplasty. Arch orthop trauma surg 145, 485 https://doi.org/10.1007/s00402-025-06100-7. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.